Manufacturer narrative:
(B)(4). Method: the returned mr210 chamber was visually inspected. Results: there were small scratches observed on the chamber ports, however no part of the chamber was deformed or melted. Conclusion: no fault was found with the complaint device as no part of the chamber was deformed or melted. There were small scratches on the chamber port which were caused by the user attaching and removing breathing circuits to the device for normal use.

Event description:
A hospital in (B)(6) reported, via a distributor, that one of the ports on an mr210 adult humidification chamber was deformed and appeared to have melted after 13 days in use. No patient consequence was reported.